Manufacturer narrative:
Code 213: a review of the manufacturing record for the device verified the lot met all pre-release specifications. According to the gore® dryseal flex introducer sheath instructions for use (IFU), adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result. If vessel size is smaller than the introducer sheath outer diameter, major bleeding, vessel damage, or serious injury to the patient may result. It was reported that the diameter of the left external iliac artery was 5.0 ¿ 5.5 mm. The outer diameter (od) for the dsf2033 is 7.5mm. Additionally, the IFU states: adverse events that may occur and / or require intervention include, but are not limited to embolization, vascular trauma (i.e., dissection, rupture, perforation, tear, etc.).

Manufacturer narrative:
The review of the manufacturing paperwork is going to be conducted. Further information will be provided. A device was discarded at the facility and was not available for analysis. Additional information was requested but was not available.

Event description:
On (B)(6) 2016, the patient underwent an endovascular repair for a thoracic aortic aneurysm with non-gore stent grafts (valiant). On (B)(6) 2019, it was observed an aneurysm enlargement due to suspected type iii endoleak originating from the device junction. The physician attempted to reline the non-gore stent grafts with a gore® tag® conformable thoracic stent graft with active control system. A 20fr gore® dryseal flex introducer sheath was used for this procedure. The 20fr sheath was inserted from the left femoral artery. The endoprosthesis was implanted successfully. When the 20fr sheath was removed, the left internal iliac artery was embolized and it seemed that the left external iliac artery was dissected or ruptured. A gore® viabahn® endoprosthesis was implanted from the aortic bifurcation to the left external iliac artery to resolve the dissection or rupture of the left external iliac artery. The patient tolerant the procedure. It was reported that the diameter of the left external iliac artery was 5.0 ¿ 5.5 mm. It was suspected that the dissection or rupture of the left external iliac artery led to embolization of the left internal iliac artery.